Manufacturer narrative:
The device was returned and an evaluation was performed. The reported system fault could not be reproduced. Visual inspection of the device revealed contamination of the pneumatic block. The pneumatic block and thermistor were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an error message (sf 131) related to the main blower temperature sensor. There was no patient harm or serious injury reported as a result of this incident.